Event description:
A patient (age and gender unk) underwent a therapeutic bgd procedure for hemostasis of a duodenal bleed. The resolution clip device would not extend from the sheath. Another resolution clip device was attempted with the same result (see attached medwatch report 6000048-2006-00157). The procedure was completed successfully with use of another device. The patient did not sustain any ill effect as a result of the deployment issue. The patient condition is noted to be 'ok'.